Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The medical doctor called to report that a red alarm "¿purgepressure high¿ pf = <1ml/h and pp 1060mmhg, mc on (B)(4)." Recommendation was given to replace the pump and discussed recombinant tissue plasminogen activator (rtpa) lysis. Instructions were sent by email and the local team and medical team were informed. The next day the medical doctor on duty reported "successful rtpa - lysis; now pf 8ml/h and pp 500mmhg". No further information was possible.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary no product. No data logs available. High purge pressure: clinical reports a red alarm ¿purge pressure high¿ pf = <1ml/h and pp 1060mmhg, mc on p4 227/165(196) ma. Recommendation given to replace the pump. By md call after successful rtpa - lysis, pf 8ml/h and pp 500mmhg; no further information. The cause of the high purge pressure cannot be determined due to no product nor data logs returned. Device history lot device lot: 1969446 device history batch subcomponent lot: n/a device history review device sn (B)(6) passed all post sterile inspection.

Manufacturer narrative:
On march 23, 2026, additional information received indicated that the patient was successfully weaned from the impella therapy and has recovered. The device was discarded.